Manufacturer narrative:
The device was not received for evaluation. No conclusion can be drawn at this time. Product history records indicate the product met release criteria.

Event description:
The physician reported the intraocular lens was removed and replaced 1 year postop, due to the incorrect diopter being implanted initially at another surgery center.